Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reported the issue was resolved. Tandem technical support made multiple follow up attempts to gather additional information and was unable to do so.